Event description:
It was reported that the patient ams 700 inflatable penile prosthesis (ipp) was not working due to incomplete inflation. No further complications were reported in relation to this event.